Manufacturer narrative:
This report has been identified as event two of b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion" event 2. The customer reports that the pump was programmed for 18 hours, with npt 480 ml (total parenteral nutrition), but the infusion ended 23 minutes early."